Event description:
It was reported that the patient went through withdrawal. The patient was hospitalized approximately 2 weeks prior to this report due to withdrawal and other issues the patient was having. It was reported that the pump reservoir was empty and had been for approximately 9 days prior to this report. As of the date of this report the patient was still in the hospital being treated for withdrawal. It was later reported that the patient had been refilled by their managing physician and was receiving therapy again. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter, product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).